Event description:
It was reported that the customer had normal blood glucose levels of 102 mg/dl. The customer reported that the insulin pump was exposed to water. The customer reported that there was fluid under the display of the insulin pump. The customer also reported that there was a crack on the insulin pump due having been dropped in the past. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Pump received with moisture damage at motor assembly and electronic assembly. Unit received no button response due to corroded keypad traces. Pump received with scratched lcd window. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip.